Manufacturer narrative:
(B)(4)

Event description:
Procedure: nephrectomy. According to the reporter: during use the balloon could be inflated but it could not be fixed to the patient. Upon injecting some water in it to fix it, it was found that the balloon was torn. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time was not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of manufacturer : unknown nothing of adverse event caused by extension of or time was reported. &quot;no patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used.&quot;

Manufacturer narrative:
(B)(4)